Event description:
It was reported that the patient experienced loss of stimulation and was having frequent charging of ipg. The patient underwent an ipg replacement procedure and the explanted ipg was disposed by medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred approximately (6) six months after implant.